Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value above 413 mg/dl at the time of the event and was treated with a manual injection. Troubleshooting was performed but later it was declined. The customer reported that the sensor was reading 123 mg/dl the blood glucose was 413mg/dl and alleged diabetic ketoacidosis leading up to the event. The customer was using the insulin pump system within 48 hours and auto mode/smart guard feature was active at the time of the high blood glucose event. The customer reported a sensor glucose vs. Blood glucose event. No further patient complications were reported. The patient removed the sensor, changed out the infusion set and reservoir. The sensor is not expected to be returned.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.